Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, three images were received from the field and the image appears to show the device deformity (cobra head). However, it could not be confirmed as there was no cobra head deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the available information, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 14mm amplatzer septal occluder was chosen for implant with an 8f amplatzer torqvue delivery system to treat a patient's atrial septal defect. During deployment, the device had a cobra deformation. The implanting physician resheathed and redeployed the device but there was still a cobra deformation. It was reported there was an interaction with the left upper pulmonary vein during deployment. The deformed device was never released from the delivery cable while inside the patient. A decision was made to replace the device with a 16mm amplatzer septal occluder. The delivery system was fully removed from the patient in between exchanging the 14mm occluder to the 16mm occluder. There was no report of any angulation/kink noticed with the delivery system. There was no clinically significant delay in procedure due to this event and no adverse patient effects were reported. The patient remained hemodynamically stable throughout the procedure and their status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.